Event description:
It was reported to philips that the device's therapy label was damaged. There was no patient involvement.

Manufacturer narrative:
The customer requested that an authorized service personnel (asp) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty display cover. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the display cover. The part was replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.